Event description:
Boston scientific crm received information that approximately three months post implant of this device, this patient was admitted to the hospital due to a deep vein thrombis (dvt) in his left internal jugular vein. Symptoms included swelling to his beck and left arm one day after doing light yard work. The patient was treated with lovenox and coumadin. When inr reached therapeutic range the lovenox was discontinued and patient continued on coumadin. The subject was discharged with no further issue. The patient's physician reported that this event could possibly be related to the device implant procedure.

Manufacturer narrative:
At this time, no additional information is available and records indicate that this device remains in service. If additional informaiton becomes available, this report will be updated.